Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was receiving differences between sensor and blood glucose level readings. Blood glucose level at the time of the incident was 38 mg/dl. Blood glucose level at the time of the call was 134 mg/dl. The customer stated that the insulin pump's settings seemed accurate and declined to complete troubleshooting. The insulin pump was not replaced or returned for analysis.